Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to available information in medwatch mw5162169: "patient consented for urethral transvaginal sling (altis). During procedure the sling broke inside the patient. We opened another sling and completed the procedure. One piece of broken suture was left in patient. This component is dissolvable and is usually left in the patient to secure the sling."